Manufacturer narrative:
(B)(4). The analysis results of the ple60a found that it was received in good visual condition and with an ecr60w reload present. The reload was noted to have the deck and one driver damaged. In addition the knife was inspected under magnification and nicks were found. The damage to the cartridge deck and nicks on the knife is consistent with the device being fired over an already existing staple line; when this happens as the knife cannot cut the staples, the knife will plow any staples on its path distally while firing the device, resulting in some cases in damage to the cartridge and knife. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The cartridge was disassembled to verify the integrity of the internal components and the top of the sled ramps were noted damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: who fired the device? The thor surgeon. How many firings done before the issues was observed/after issue occurred? Five (5) firings were performed prior to this event. After this issue, there were no additional firings with this device. There were two or three (2-3) additional firings with an ec60a. Could the site of the bleeding be identified? Yes. The bleeding was from the pulmonary vein. Were any staples seen at all if there was total breach? Staple formation looked to the surgeon to be adequately formed post firing. Any pictures or video available? No.

Event description:
It was reported that during an unknown procedure, the surgeon fired across the pv with a white reload. Transection and staple line looked good, but as the surgeon went back to the robot console, there was an increased amount of bleeding and then a total breech of the pv, causing extensive blood loss. The case was converted to open; surgeon controlled bleeding, and then completed case with an ec60a. The patient lost a significant amount of blood into the thoracic cavity which necessitated an emergency open thoracotomy, several units of blood, and a period of time of low blood pressure.

Manufacturer narrative:
(B)(4). Damaged knife, damaged one piece sled, damaged drivers, damaged cartridge. Based on the analysis observation , it was concluded that the observed damage to the cartridge deck and nicks on the knife is consistent with the device being fired over a hard object. When this happens the knife cannot cut the hard object, the knife will plow the object on its path distally while firing the device. The cartridge was disassembled to verify the integrity of the internal components and the top of the sled ramps were noted to be damaged. The reload was noted to have the deck and one driver damaged. A 100% inspection takes place prior to being released for distribution. This type of damage would have been detected during that process. The damage to the cartridge deck and nicks on the knife is consistent with the device being fired over a hard object; when this happens as the knife cannot cut the hard object, the knife will plow it on its path distally while firing the device, resulting in some cases in damage to the cartridge and knife.